Manufacturer narrative:
Internal report reference number: (B)(4). Lancets were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus lancets. Wife is calling on behalf of the customer. Per caller, some of the lancets are short and bent. Customer does not have any lancets left and was unable to provide the lot number. The customer felt well at the time of the call and did not report any symptoms. No medical attention associated with the use of the product was reported.